Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose levels of 372 (mg/dl). During system check with tandem technical support, the customer reported that the cartridge tubing was broken. In addition, the customer suspects knee pain may be aggravating the stability of bg levels. Reportedly, the customer performed a complete supply change and resumed insulin delivery.